Event description:
Operative reports indicate that the pt was revised to address pain and instability resulting from a malpositioned acetabular cup.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.